Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that first calibration in the morning was accepted, the second time it gave a calibration error and when the sensor was removed at night, it was found that the electrode was missing. It was advised to examine the customers body to verify nothing remained inside. Blood glucose value is unknown. Product would be replaced and returned for analysis.